Manufacturer narrative:
The investigation determined that the root cause of the short wiper gasket was related to the molding of the seal at the component supplier. A new mold was qualified and implemented at the end of (B)(6) 2013. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the broken vamp was set up and marked as transducer not working. Unit was being used on a patient however no patient complications were reported.

Manufacturer narrative:
We received single dpt - vamp adult kit. Dry blood was visible inside vamp reservoir for examination. The dpt zeroed and sensed pressure accurately on a pressure monitor. Electrical testing also showed that the dpt electronic components were intact because both input and output impedances were within specifications. There was no leakage detected from the transducer during a pressure test. However dry blood was evident on the plunger side of the blue seal and on the inside of the contamination shield. . It was apparent that blood had leaked past the blue seal to the plunger side and out of the reservoir cap into the contamination shield. A simulated use test was performed to the vamp system in attempt to recreate how blood passed the seal into plunger side. There was no leakage detected past the seal during simulated use test if IFU recommendations were followed. It is recommended by IFU to smoothly and evenly move the plunger at rate of 5ml per 3-5 seconds during aspiration and injection of blood from the reservoir. Air leaked past the seal during aspiration and fluid leaked past the seal during injection if the plunger was pulled and pushed unevenly. Leakage occurred at only one location of the seal. The seal and attached plunger were removed from the reservoir for visual examination. The wiper of the seal at location of leakage appeared shorter than expected. It was not possible to compare the seal dimensions with the applicable drawing because the seal was not in its original condition; after assembly, the seal is compressed inside the reservoir. An investigation is currently open to determine the root cause of the short wiper seal and implement any necessary corrective actions. Lot number was not provided; therefore review of the manufacturing records could not be completed.